Event description:
Severe migraines/backpain and severe cramps and bleeding clots golf ball size and severe bleeding during and after intercourse/metal taste in mouth and teeth problems, severe cramps and fatigue and depression and radiating pain in tubes. Severe weight fluctuations and no libido at all.